Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he had low blood glucose but not hospitalized. Customer's blood glucose 46 mg/dl. The customer was treated with food and glucose tablets. The patient has been experiencing low blood glucose for 2 days ago since replacement was received. After the troubleshooting was done, customer was to speak to healthcare provider regarding the low blood glucose. The customer was advised that the device is working correctly. The customer was advised to verify basal rates and bolus viz settings.